Event description:
It was reported that there had been a patient that had too little drug volume in the pump reservoir at their refill. Additional information had been requested.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).